Event description:
It was reported that the anchor could not be used because it blocked during the procedure. The second t-anchor could not be fired off, the first t-anchor was left inside the knee. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.